Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the therapy electrodes that was red and open. The patient's physician prescribed betagalen salve and instructed the patient to remove the lifevest to allow the skin to heal as the patient was planned to receive an ICD. The medical outcome is unknown.